Event description:
The hosp reported that during a coronary artery bypass procedure, one hsk-3038 heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).